Event description:
A report was received that the patient had been overstimulated and was experiencing stimulation in non-target areas. The physician determined that the lead was fractured. The lead was explanted and a new one implanted. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.